Manufacturer narrative:
Section d4: device serial number and lot number were not confirmed, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of equipment exchange was confirmed via log file analysis. Data on 20mar2025 to 24mar2025 was reviewed. The controller event log file revealed the driveline was disconnected on 23mar2025 at 11:44:11 with associated alarms (lvad off, low flow). The driveline was connected at 11:45:39, and the system began ramping up with speed value at 4,800 rpm shortly after. No atypical alarm was recorded prior to and post the driveline disconnect alarm event. The pump event log file captured two pump resets on 23mar2025 at approximately 11:44:54 and 11:45:40. The pump reset captured at approximately 11:44:54 is not captured in the controller event log file indicating a second device. Attempts were made to obtain additional information from the customer regarding the equipment exchange, serial number, and product return status; however, no additional information was provided. System controller (serial # unavailable) was not available for evaluation. A root cause that led to the equipment exchange could not be determined. Serial number of the device was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon investigation, it was found that the left ventricular assist device (lvad) event log file captured two pump reset events on (B)(6) 2025 with the default timestamp, the first of which was not captured in the system controller event log file. It appeared that the pump had been connected to a different controller at this time and that a controller exchange likely occurred; however, the root cause for the first pump reset was ultimately unknown.